Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing of noise during a post-operative check. The physician suspected a fracture as well as abrasion to the insulation to be the cause of the noise. No changes were made and the rv lead remains in service. No adverse patient effects were reported.